Event description:
It was reported that a pump "won't pump blood." The customer reported that the temperature and consistency of the blood at the time of the infusion is unk. The customer also reported that it is unk if any alarms occurred during the infusion, or if any of the medication was infused to the pt. The programmed infusion rate and programmed amount to be infused are also known. The customer also reported that it is unk if this occurred on or before first clinical use. It was also reported that no pt was affected.

Manufacturer narrative:
(B)(4). Baxter's device eval is in progress. When complete, a supplemental report will be submitted. A review of the device history log was performed by baxter's clinical rep. This eval found 9 occurrences of "air-in-line" alarms on the last date observed in the device history log ((B)(6) 2013). The alarms occurred over the first 5 minutes, after which the IV set was unloaded and the pump was powered off. No other infusions occurred after this date. Based upon the available info and review of the device history log, the reported "device will not pump blood" is considered to be confirmed, and likely due to the occurrence of multiple "air-in-line" alarms that occurred during the infusion.